Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data possible, the most probable cause is traced to component failure, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex 3d deflectable videoscope was found to have rust and discoloration around the objective lens master and slave. There was no patient involvement.